Event description:
It was reported that the device experienced an electrical reset. It was noted that the patient denied being near a radiation source or large magnet. The reset was cleared, with the device reprogrammed to previous settings. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated a power on reset occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.